Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, during visual inspection the helix difficulty, difficult to position, high pace impedance, noise, and damage/defective allegations were confirmed with the x-ray observation of a fractured inner (cathode) coil near the terminal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be implanted due to high impendences, placement difficulties with helix retracting issues which it may have been contributed by turning too fast and many turns. It was also stated that lead got kinked when inserting into the header with noise. No additional adverse patient effects were reported.